Manufacturer narrative:
Failure analysis revealed that the insulin pump had blank display as a result of moisture damage on the electronic assembly.

Event description:
The customer reported that the insulin pump had moisture and the buttons were unresponsive. The customer stated that she went to swim wearing the device. No further information was provided.